Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the c arm movement was not happening. As a part of troubleshooting the fse identified that the issue was with the geo module. The fse replaced the geo module. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It has been reported to philips that, arm movement was not happening. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.